Event description:
Pt had previous surg spinal fusion stimulator placed on 12/28/94. Pt continued to smoke and the fusion did not occur. No fusion at l 4/5. Pt admitted now 7/11/96 s/p lumbar disc interbody fusion surgery l 4/5. Spondylolisthesis l4/5 with posterior displacement of l 4/5 on s 4. No evidence of interbody fusion. Rupture lumnbar disc at l 3/4, left. Lumbar sacral nerve root irritation compression signs, left with sensory and motor deficit. H & p indicated bone growth stimulator on the left side is inactive. It also notes that the pt had instability of lumbar spine. Pt went to surgery on 7/11/96 for lumbar discectomy and fusion and removal of bone growth stimulator wire on left side and placement of bone growth stimulator.